Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced a fall and therapy was not effective, and programming was not able to resolve the issue. Diagnostics indicated one lead had high impedances and x-rays confirmed both leads migrated. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2025, wherein both the leads were repositioned, and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined